Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 749 mg/dl. Customer's parent reported that the insulin pump stopped working and had a motor error alarm. The customer was treated in the hospital. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. The customer¿s parent also reported that the insulin pump alarmed motor error. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer¿s parent was advised that the insulin pump is being replaced and is expected to return for analysis. The insulin pump will not be returned for analysis.